Event description:
It was reported that a 'no device found' message was displayed during a remote monitoring mobile application interrogation. It was noted that the application was unable to locate the implantable cardiac monitor (icm). Troubleshooting steps were taken to include rebooting the host tablet, reconnecting to wireless fidelity, verifying that the patient connector was charged, and reattempting the interrogation. It was further noted that the host tablet was unable to detect the icm even when the patient connector was positioned directly over the device and repositioned multiple times. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.